Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual by the physician noted the j retention wire protruded through the outer polyurethane insulation. A collateral pneumothorax on the right side was also noted by the physician. Explant method: intravascular, superior. Technique/tools: intravascular counter traction.